Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a defective control knob, and it was determined to be caused by the broken upper case as the menu dial had been pushed into the device. It was additionally noted that one encoder knob was missing, the lower case was damaged next to the battery drawer, the output connectors were broken, the display wire was pinched but not compromised, the lock button on the keypad was flat, the main seal was broken and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the external pulse generator's control knobs was defective. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.